Event description:
On 09/21/06 abbott point of care was contacted by a customer who stated that a pt sample generated an I-stat troponin I result of 0.05 in 2006 at 01:37. An earlier sample had been drawn on this pt and tested in the laboratory at 01:05 and the troponin I result was 0.87 via dade rxl system. All samples were drawn in heparinized tubes.